Manufacturer narrative:
Additional information was received that per the physician, the valve was deployed in the superior vena cava. The valve was unsheathed and could not be placed in the pulmonary position. The second valve was deployed in the pulmonary position using a different implant approach. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second tpbv was implanted valve-in-valve for unknown reasons. No adverse patient effects were reported.